Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the 3 screws was detected by the surgeon after placement with fluoroscopic control images before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) to the intended location with fluoroscopic guidance at the same surgery. The outcome of the surgery was successful as intended, and the final position of all screws were correct as intended. There was no harm or negative effect to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 15min) for re-placement of the screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the three screw placements in the both pedicles of t12 and the left pedicle of t11 by approximately 3mm from the intended position is a relative movement of the vertebrae operated on in relation to the iliac crest on which the navigation reference array was attached, leading to a shift between the navigation display of the image dataset and the actual patient anatomy. This relative movement can occur due to a non-rigid connection of the bones when applying forces during the surgery (e.g. In this case using a probe to open the cortical bone and pedicles), and in this specific case, the relative movement was highly likely due to the general instability of the spine from the laminectomy performed on vertebrae l2-l3 between the reference array fixation on the iliac crest and the vertebrae operated on (e.g. T11-t12). These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized by the navigation system when displaying tracked instrument positions (e.g. Pointer or awl and probe) on the pre-surgery (registration) image. A further possible contributing factor, that can have added to the deviation, is a potential relative movement of the navigation reference array during surgery in relation to the iliac crest on which it was attached, due to: the usage of longer than recommended non-brainlab schanz pins for reference fixation leading to bending of those pins from forces of the surrounding skin/muscles, and an insufficient rigid fixation of the reference from the partial removal of one non-brainlab schanz pin (i.e. Not being inserted as far as possible). Apparently the resulting deviation of the navigation display was not recognized by the user before the placement of the pedicle screws at t12 with the necessary accuracy verification after the automatic patient/scan registration to the navigation and throughout the procedure. Before placing pedicle screws in t11, the surgeon recognized the deviation of the navigation display with the necessary accuracy verification but proceeded with the aid of navigation for pedicle screw placements at t11 trying to manually compensate for the 3mm lateral shift when placing the left and right screws at this level. "Manual compensation" of a recognized deviation of the navigation / instrument positions on e.g. One or few anatomical landmarks, is not a feasible nor reliable option for the use of navigation: navigation positions and directions are 3-dimensional, therefore such deviations can change in amount and direction at different locations within the navigated area (3d space). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for a revision and extension of a previous construct (where screws were already present from l3 to l5) in order to fuse vertebrae t11 until the pelvis, with planned placement of new screws in levels t11-l2 and in the pelvis, was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on the iliac crest using non-brainlab schanz pins. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used a navigated non-brainlab probe and tap to create paths in the left and right sides of the pelvis and used a non-navigated non-brainlab screwdriver to place the left and right pelvic screws. Determined during screw placement that the left pelvic screw was contacting one of the non-brainlab schanz pins in the iliac crest, and partially removed (backed out) this pin to advance the pelvic screw, re-positioning the navigation reference array on the pin after the partial removal. Performed a laminectomy at l2-l3. Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Breathing was halted during the scan. Used a navigated non-brainlab probe, tap, and screwdriver to place screws in the left and right pedicles from l2 - t12. Detected a 3mm lateral deviation of the navigation display compared to the actual patient anatomy while planning a trajectory at t11, before placing screws in that level. Proceeded with the aid of navigation, using the navigated non-brainlab probe, tap, and screwdriver to place screws in the left and right pedicles of t11, manually compensating for the recognized deviation. Took fluoroscopic confirmation images and determined that both t12 screws and the left t11 screw were misplaced. Re-placed (re-positioned) the deviating 3 pedicle screws to the correct position under fluoroscopic guidance without navigation. Completed the surgery successfully as intended. According to the surgeon: the deviation of the 3 screws was detected by the surgeon after placement with fluoroscopic control images before finalizing the surgery, and the screws were replaced successfully (re-positioned successfully) to the intended location with fluoroscopic guidance at the same surgery. The outcome of the surgery was successful as intended, and the final position of all screws were correct as intended. There was no harm or negative effect to the patient, neither due to screw placements nor due to surgery/anesthesia delay (of ca. 15min) for re-placement of the screws at the same surgery. There were no other remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.